Event description:
It was reported that a needle 27x1/2 ll eclipse had foreign matter before use. The following was reported by the initial reporter: "as shown in the attached images, we perceive the material hypodermic needle with safety device ref: 30281264 the presence of an unidentified item inside the package, the material is properly closed and has been removed for quarantine for investigation."

Manufacturer narrative:
H.6. Investigation: DHR, quality notifications were checked, retention samples and maintenance records where no records potentially related to failure were found. Photos of the reported incident were received for evaluation where it is possible to observe the presence of foreign matter in the needle. A possible cause for the occurrence is a contamination during the region from the needle assembly process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: it was performed the DHR, quality notifications were checked, retention samples and maintenance records where no records potentially related to failure were found. Photos of the reported incident were received for evaluation where it is possible to observe the presence of foreign matter in the needle. A possible cause for the occurrence is a contamination during the region from the needle assembly process.

Event description:
It was reported that a needle 27x1/2 ll eclipse had foreign matter before use. The following was reported by the initial reporter: "as shown in the attached images, we perceive the material hypodermic needle with safety device ref: 30281264 the presence of an unidentified item inside the package, the material is properly closed and has been removed for quarantine for investigation."